Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The initial reporter's phone number that is provided is (B)(6). The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the alarm 113 has occurred continuously. Also, a cooling malfunction was reported in an arctic sun device. Per review of wo on (B)(6)2025, there was no patient involvement.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was isolated to a faulty chiller. The arctic sun 5000 was evaluated. During the evaluation it was found that the chiller assembly was found to be faulty. Device did not cool. Chiller assembly was replaced. This device was evaluated for functionality. It passed all tests successfully. The evaluation found no other issues with the arctic sun performance. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. The initial reporter's phone number that is provided is (B)(6). Correction: b, e, f, h. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the alarm 113 has occurred continuously. Also, a cooling malfunction was reported in an arctic sun device. Per review of wo on 17feb2025, there was no patient involvement. Per follow up information received via mail on 28feb2025, they repaired the device on the customer site. The issue was cooling malfunction, and the issue was resolved. Defective part was chiller assembly it was replaced.